Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a cine drive issue. This situation is a potential hazard because the customer may be unable to obtain ideal vascular images. There is no report of injury or death associated with the event described in this complaint.